Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac and diaphragmatic stimulation on the left ventricular (lv) lead. The device output was decreased and the left ventricular (lv) lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.